Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the yellow "battery in use" indicator was lit when the system was plugged into alternating current (a/c) and was not in the battery mode. Since the event occurred during preventative maintenance, there was no patient involvement.